Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted tones. Upon interrogation it was noted that this defibrillation lead exhibited an out of range shock impedance measurement. It was reported that this out of range measurement only occured once and current measurements were normal. It was also noted that there was loss of capture on this coronary sinus lead.